Manufacturer narrative:
No further information is available. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13265. Related manufacturer reference number: 2938836-2019-13266. Related manufacturer reference number: 2938836-2019-13267. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The clinic staff interrogated the device that showed two episodes in the vf zone which received appropriate therapy on (B)(6) 2019. The merlin home monitor was also plugged in and was functioning normally. On (B)(6) 2019 the patient was found collapsed at home. The cause of death is unknown.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.